Event description:
A report was received that the patient¿s ipg was moving inside the pocket causing pain and itching at the pocket site. The patient will undergo a pocket revision.

Event description:
A report was received that the patient's ipg was moving inside the pocket causing pain and itching at the pocket site. The patient will undergo a pocket revision.

Manufacturer narrative:
Additional information was received that no further course of action will be taken.

Event description:
A report was received that the patient¿s ipg was moving inside the pocket causing pain and itching at the pocket site. The patient will undergo a pocket revision.

Event description:
A report was received that the patient¿s ipg was moving inside, the pocket causing pain and itching at the pocket site. The patient will undergo a pocket revision.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Additional information was received that the patient will undergo an explant procedure.